Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery, northwest clinics, the netherlands¿. The title of this report is "reverse or hemi shoulder arthroplasty in proximal humerus fractures: a single-blinded prospective multicenter randomized clinical trial", published on may 01, 2021, and can be found at doi:10.1097/bot.0000000000001978. The report is associated with the tornier ¿aequalis fx system¿ and includes an analysis of the clinical data that was collected on 31 patients. The cases in this study range from october 2010 to december 2015. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced malunion.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedic surgery, northwest clinics, the netherlands¿. The article can be found at doi:10.1097/bot.0000000000001978.  The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.